Event description:
At 11:30 the blood gas analyzer abl725 made a calibration without "?". At approx 14:00 the analyzer started to give unstable ph and therefore, no ph values (as the abl is set up). After trying with 3 samples at 14:11 the operator finally got a ph result, which seemed ok. The result was 7.09. A treatment of the patient with tribonate was started, but after a while the healthcare personnel started to question the ph results and tried to run samples on 2 other abl's with results showing 7.36 and 7.34. The treatment was stopped. At 14:30 the calibration was with "?" On ph. The abl continued with unstable ph until a cleaning was performed at 24:00. After 24:00 the abl was ok again.

Manufacturer narrative:
It appears that this incident was caused by a blood clot in the system which was removed after the device was cleaned.